Event description:
It was reported that during a field service activity, it was discovered that one of the universal surgical manipulator's carriages had excessive movement. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed excess movement on universal surgical manipulator (usm3) carriage during system test drive and verification. Fse replaced usm3 to correct the problem. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.